Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The field service engineer (fse) inspected the system onsite and found that the stand movement was unavailable. Upon troubleshooting, the fse reviewed the log files and found that the geo pc was not powering on within the required time and reported issues with the can card. The system's geometry did not always boot completely, and the geo pc's network issues were preventing the geometry from functioning correctly. To resolve the issue, fse replaced the geo pc and reloaded the software. The defective geo pc was returned to philips for failure analysis and the geo ipc was found to have failed due to a corrupt bios. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an alert indicating stand movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.